Manufacturer narrative:
(B)(4). (B)(6). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and reported treatments appear to be related to circumstances of the procedure. The reported patient effects of myocardial infarction and perforation are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report the following additional information was received and is contained in the following revised case description: it was reported that the patient presented with a perforation in the moderately calcified, circumflex coronary artery that had two sharp (tortuous) turns. A 2.8x16 rx graftmaster covered stent was advanced with difficulty due to patient anatomy, but deployed without issue with a maximum pressure of 16 atmospheres, but the perforation did not seal and it was exacerbated proximally and distally after deployment. An attempt to cross the perforation was made with a 2.8x16 rx graftmaster and a 2.8x19 rx graftmaster covered stent system, but each was unable to cross the proximal end of the implanted graftmaster and each was withdrawn undeployed; the ease of use for each of these devices was rated as poor due to the failure to cross. Reportedly, the perforation continued to propagate throughout the procedure. As a result of the inability to seal the perforation with the graftmaster stents, a clinically significant delay occurred and the patient experienced a small myocardial infarction but was successfully treated with medication. The leak was discovered to be more intramyocardial with no extravasation into the pericardium found. Several unspecified coils were successfully used to treat the perforation, resulting in a good patient outcome. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other rx graftmaster device(s) referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that the patient presented with a free perforation in the circumflex coronary artery. An attempt to cross the perforation was made with a 2.8x16 rx graftmaster and a 2.8x19 rx graftmaster covered stent system, but each was unable to cross the perforation and each was withdrawn undeployed; the ease of use for each of these devices was rated as poor. A 2.8x16 rx graftmaster covered stent was advanced and deployed with a maximum pressure of 16 atmospheres, but the perforation did not seal. Thus, an unspecified coil was used to treat the perforation. Reportedly, use of the graftmaster did not cause additional complications or adverse events, however, ease of use for this graftmaster was also rated as poor. No additional information was provided.